Manufacturer narrative:
It is unknown to what extent the bard/davol sepramesh ip device contributed to the patient's unspecified post-operative complications and eventual death. The patient's attorney did not allege a specific device failure. A death certificate, and medical records have not been provided. A sample was not provided for further evaluation. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Regarding the attorney's allegation of infection, as stated in the instructions-for-use "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Should additional information be provided, a supplemental emdr will be submitted. Note: as reported by the patient's attorney, the patient has died. The attorney did not provide a date of death, as such this emdr will not reflect a date of death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6)- the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. As alleged, "due to the health impact of the defective hernia mesh product, the deceased patient developed infection and complications which caused or contributed to his subsequent death." As reported the patient's attorney alleges a general claim for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient" including wrongful death.